Event description:
A report was received that an IV set came apart during administration of medication. A nurse reported that the tubing separated and leaked during medication administration. No pt harm or medical intervention was reported. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A follow up report will be submitted once the eval is complete.